Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg is unable to communicate with the external devices. The patient stopped receiving stimulation on (B)(6) 2016. The patient last recharged the ipg approximately one month ago. The sjm representative confirmed the issue. It was determined the ipg is positioned awkwardly and the ipg has to be manipulated to sit flat which causes the patient pain. The patient experiences difficulty recharging the ipg due to the position of the ipg. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the drg trial was completed and the patient received effective stimulation. The patient was implanted with a drg leads and the scs ipg was removed and replaced with a proclaim and the pocket was revised. The issue has been resolved.